Manufacturer narrative:
Based on gathered information, it cannot be excluded that a deviation from device instruction for use may have led/contributed to the reported contamination.

Event description:
See intial report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6) france. Through follow-up communication, livanova learned that the device was cleaned regularly as per the instructions for use; a disposable pall-aquasafe water filter with an 0.2 m membrane used for tap water or equivalent performance filter is used; 3t aerosol collection set is replaced after the allowed use period; no patient reusable blankets are utilized. However, there is no confirmation that water quality monitoring, h202 daily check and weekly addition after water change-out, disinfection of surfaces and water circuits are actually performed. When the device is in use, it is placed inside the operating room near to aeration, at an estimated distance of 4-5 meters from the surgery field. When not in use, it is stored drained. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium. The laboratory report confirming the reported contamination has been provided to livanova. There was no known patient involvement.